Manufacturer narrative:
(B)(4). Additional information: according to the currently available information, it appears there is a problem with the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient has been explanted, the complaint will be reopened.

Event description:
The patient has suffered an impact to the head and performance has decreased since this time. In-situ measurements show 4 channels in status hi impedance. The integrity test shows the same results. A CT scan does not show any significant changes.

Manufacturer narrative:
(B)(4). The concerned device has been received incomplete for investigation. A portion of the active electrode is missing (between 4,3cm and 7cm after silicone overmold). Device investigations on the available parts did not reveal any device defect or problem, which is expected to have been present whilst implanted, however a damage on the missing part of the active electrode cannot be neither confirmed nor excluded. The reported symptoms are possibly a consequence of the reported trauma, however this could not be confirmed by investigation. This is a final report.

Event description:
The patient has suffered an impact to the head and performance has decreased. The device has been explanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has suffered an impact to the head and performance has decreased since this time. An integrity test has been requested and imaging has been recommended.